Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated they were able to clear the alarm however not able to complete rewind. The device will be return for analysis.